Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of the device received. The complaint device was received and evaluated. On visual inspection, it was noted that the device shows marks of wear, as normal in this type of reusable devices. The jaw was found to be loose. When performing the functional test the trigger was fully retracted and the upper jaw could not be completely closed. The overall complaint was confirmed as the observed condition of the expressew iii ac+ gun would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure; an excessive force was applied to the device's jaw, a fall in a hard surface, etc. Since this device is reusable, the continuous use and sterilization process can cause metal fatigue leading to damages on the jaw, however, this cannot be conclusively determined. As per IFU: inspect the suture passer prior to use to ensure proper mechanical function. Visually inspect the instrument and check for damage and wear; jaws and teeth are aligned properly. Locking mechanisms fasten securely and close easily. It was determined that no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported from switzerland that during an unspecified arthroscopic procedure, an expressew iii autocapture+ flexible suture passer device was used. According to the report, the internal mechanism to open and close the ¿mouth¿ and fire the needle through the tissue was broken; and therefore, its mouth would not close. During in-house engineering evaluation, it was determined that the jaw on the device was loose; and that it would not close completely when the trigger was fully retracted. There was patient involvement. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.